Manufacturer narrative:
The reported glidescope bflex 5.8 single-use bronchoscope was not returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, they switched from a glidescope bflex 5.0 single-use bronchoscope to a larger glidescope bflex 5.8 single-use bronchoscope due to a "large amounts of secretion" coming from the patient. Upon immediate connection of the glidescope bflex 5.8 single-use bronchoscope to the glidescope core quickconnect cable and glidescope core monitor, the image on the screen was reported as "black." The customer switched back to the original glidescope bflex 5.0 single-use bronchoscope to complete the reported patient procedure. No harm to the patient or user was reported.